Manufacturer narrative:
The surgeon temporarily removed the mandibular component to release the ankylosis. No additional report was reported .

Event description:
The surgeon debrided the patient's right tmj.